Event description:
During a cementless right total hip arthroplasty with robotic arm assistance through direct anterior approach the mako checkpoint pin broke during removal. When the pin was removed the head of the checkpoint came out and the nail portion stayed in the pelvic bone.